Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having issues with charging the implant. Caller stated that the controller will shut off in the middle of charging and they have to stay alert and watch it all the time to see when it turns off so they can turn it back on. Patient stated with any problem they've had, resetting the controller gets it back to working. Patient added that they will sit in the same position and it will go from excellent to 'no good' and they will have to shut the stimulator (controller) off and turn it back on to get it back to excellent. Patient stated today was the first time they were looking at the controller and the screen was blank. Agent had caller reset the controller. Caller confirmed no visible damage to the controller battery compartment, recharger, recharger pins, and confirmed the recharger was not loose when plugged into the controller. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the patient received a recharger but still having trouble charging the implant (ins). Pt spent 4 hrs last night to go from zero to 80%. Pt also mentioned getting a message 'recharging needs attention'. When pt unlocks the message, it said 'excellent' but it was charging slow. Pt started charging on monday at 8 o'clock and the implant was at 30%. It went up to 40% at 9 o'clock. Pt then got recharging needs attention, unlocked it and it said excellent but it was not charging fast. At 10:30 the battery was down to 50% and ins was at 60%. Ins was off. On the call had pt inspect the controller. Pt saw no damage. Pt denied any falls or anything that would affect the position of ins. It was recommended to the pt to see their healthcare provider (hcp) to have the device checked. Pt said they did not have a managing hcp as their hcp retired. Emailed hcp listings. Pt also mentioned they have a lot of back pain.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.